Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens was damaged. The lens was partially inserted and was removed with no patient injury. A different model lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).